Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was waiting for representative to change programs. Patient was not sure if their wires moved or not being that their stim was not as intense as the first day of evaluation. Patient felt stim ok. Patient felt that they were doing worse than before. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.